Event description:
Due to intermittent artifacts, a lead revision was scheduled. An examination of the lead showed blood in the is-1 connector. A new lead was connected to the ICD but no significant changes to the sensing artifacts were noted. Because the source of artifacts could not be identified, the decision was made to explant the device and replace it with a new one.

Manufacturer narrative:
Co attached an rv02 lead to the v-145ac and connected the lead to a cardiac simulator. The ICD sensed properly, pacing lead impedance was correct, and no noise was seen on the realtime electrograms. The auto gain changed appropriately when a cardiac signal was generated by the simulator. The ICD was then placed in a saline bath and, again, pacing lead impedance was normal. The leads were manipulated in an attempt to generate noise but the noise level did not change noticeably. Add'l device testing verified that the bradycardia pacing, anti-tachycardia pacing, and sensing functions of this device were within specs. Electrical testing confirmed accurate high voltage charging and defibrillation output. In conclusion co's analysis found normal device characteristics.